Event description:
It was reported that the procedure was to treat a lesion in the diagonal artery. The 1.5 x 12 mm mini trek balloon catheter was inserted into the guiding catheter; however, it was noted that the proximal shaft was bent. An attempt was made to straighten the shaft, but it separated. The mini trek was removed and a new balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions. Evaluation summary: the device was returned for evaluation. The reported kink and separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. Because it was reported that an attempt was made to straighten the shaft, but it separated, it should be noted that trek rx, instructions for use (IFU) states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked: this may result in the shaft breaking. Instead, prepare a new catheter. In this case, it is likely the IFU deviation contributed to the shaft separation.